Event description:
On (B)(6) 2009, pt reported 70% of a full insulin cartridge spilled into the cartridge chamber after the plunger got stuck on the piston rod. Pt stated she accidentally rewound the piston rod after attempting to insert the full insulin cartridge. Pt reported the plunger is still stuck. Reviewed how to properly remove the insulin cartridge, and the risks of insulin collecting near the piston rod. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.